Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was displaying a message of error 5. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017 at 4 pm. She stated that she manages her diabetes with insulin, and there is no evidence that she made any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient reported that about 25 minutes after the alleged meter issue began, she developed symptom of ¿shaky.¿ the patient reported that at 4.30 pm in response to the symptoms, she consumed more food/drink. No other/further medical intervention/treatment was reported. At the time of troubleshooting, the csr noted the patient was using the meter for the first time, the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation), and he described the correct testing steps. The csr noted that when troubleshooting, the test strip did not completely draw in the sample, and when walking through a retest the issue was not resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.